Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet was unable to removed and failed to be advanced in the left ventricular (lv) lead. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of "unable to remove the stylet from the lead body" and separation failure were confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead for analysis. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.